Event description:
Covidien rec'd info stating that the screen on an 840 ventilator was blocked. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) touch-frame and the touch-frame cable. The cse performed extended self-testing on the device and all tests passed. (B)(4).